Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1014013 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1014013 , test base part number 190-430 / lot: 1014013 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1014013 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01880.

Event description:
The customer reported two (2) false negative results with ID now covid-19 assay performed with multiple patients on multiple dates. This MFR. Addresses patient one (1) of two (2). The customer reported a false negative result on a direct tested nasopharyngeal swab with ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was not performed. Confirmation testing on a nasopharyngeal swab was performed with pcr and generated positive results. Per the customer, the patient was symptomatic. Additionally, there was no patient harm due to test results. There was no delay or impact of treatment due to test results. The patient had to take two weeks off from work.